Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer at this time. Additional information indicated that due to a new policy, the hospital holds on to explanted devices for 6 months. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "revising of tibial insert on a scorpio ts in '09. After gaining exposure, dr was able to see that the very tip of the post on the insert had been sheared off. Remainder of tip could not be located. Insert was removed and a scorpio ts insert was implanted; size 11 18mm thick. Explant was taken to pathology."